Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report repeated lost sensor alerts. The customer's blood glucose level was 47 mg/dl. The customer's symptom included dizziness. The customer treated with juice. The customer was advised to change their sensor. The customer's sensor was replaced and will be returned for analysis.